Event description:
It was reported via repair work order that the unit was stuck in drive resulting in reduced brake force (due to damaged cam bracket assembly). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.